Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a laparoscopic roux en y procedure, the device was fired using a gold reload over peristrips. The surgeon noticed there were staples that were not formed properly and there was only a partial cut line. Another device was used to complete the procedure. The patient returned for a reoperation on (B) (6) 2010. It is unknown as to what symptoms the patient was having before the reoperation. No additional information is available regarding the reoperation. (B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. During the original implantation surgery on (B) (6), 2009, the physician encountered difficulty with insertion of the device. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct report number is 6000034-2010-00011, not 6000034-2009-00011 as previously reported.(B) (4)